Event description:
The 3.0 mm diameter by 12 mm length sprinter angioplasty balloon was inserted for treatment of a lesion located in the circumflex bifurcation. The vessel morphology is unk. The lesion stenosis is unk. It was reported that the physician positioned the balloon and inflated the balloon two times at ten atmospheres for 30 seconds each time. When the physician attempted to deflate the balloon after the second inflation the balloon would not deflate. The physician pulled negative pressure a number of times and was able to deflate the balloon enough to pull the angioplasty balloon back to the edge of the guide catheter and removed the guide catheter and angioplasty balloon as one unit, without incident. Medtronic has received the angioplasty balloon and the analysis is pending. No additional clinical sequelae were reported and the patient is reported to be fine.

Manufacturer narrative:
H6 evaluation: lack of information (pending device analysis, unk vessel morphology. Other (slow deflation of the delivery balloon).